Manufacturer narrative:
E1: initial reporter address - plot no.15 second floor, survey no.

Event description:
It was reported that the rotablator rotalink plus became entrapped with the rotawire. The target lesion was located in a moderately calcified middle left anterior descending artery. A rotablator rotalink plus 1.50mm and rotawire were selected for rotational atherectomy treatment. While advancing the rotablator rotalink plus 1.50mm it became stuck inside the guiding catheter along with the rotawire. There was friction between the rotawire and the inner lumen of the rotablator burr. The devices were removed while inside the guiding catheter. Attempts were made to detach the rotablator burr from the rotawire. The rotablator burr and rotawire became damaged. The procedure was completed with another same device. No patient complications were reported. It was further reported that the device platformed at 160,000rpm outside the patient. The rotablator burr and the distal tip of the rotawire became damaged. The patient was stable post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the rotablator rotalink plus became entrapped with the rotawire. The target lesion was located in a moderately calcified middle left anterior descending artery. A rotablator rotalink plus 1.50mm and rotawire were selected for rotational atherectomy treatment. While advancing the rotablator rotalink plus 1.50mm it became stuck inside the guiding catheter along with the rotawire. There was friction between the rotawire and the inner lumen of the rotablator burr. The devices were removed while inside the guiding catheter. Attempts were made to detach the rotablator burr from the rotawire. The rotablator burr and rotawire became damaged. The procedure was completed with another same device. No patient complications were reported.